Manufacturer narrative:
The pic and mx40 were tested with a simulator, revealing no anomalies. In addition, the pic was working as intended during the onsite visit. The logs were reviewed by the clinical application specialist, revealing no product malfunction was detected. The alarms were announced as expected and silenced by the user. Based on this information, there does not appear to be any device malfunction; however, a combination of use error, alarm management, and clinical workflow during use of the device may have been factors in the patient outcome. Patient involvement was reported. It was reported the patient coded due to a bradycardia event. The patient was transferred to the emergency department. It was stated that the patient was a hospital discharge after the event. The customer was requesting assistance reviewing alarms on piic classic central station. A philips field support engineer (fse) went to the customer site to evaluate the reported issue. Logs were pulled from the piic classic and the associated mx40 was tested and passed. The fse determined that everything appears to be in normal working order at the time of the visit. The fse submitted information/logs for review. A philips clinical product specialist reviewed the provided information/logs and determined the following: the customer is using letters for bed labels. The strips were printed with bed ¿h¿, but according to the log, the patient was in bed ¿l¿. The times matched with the wave review for bed ¿l¿ at the time of the event. Users respond to the alarm by clicking ¿silence¿. Each time the red alarm occurred, a red alarm sound is indicated in the log. Strips provided in wave review scan: 22:09:01 *hr 47<50. 22:13:45 *hr 49<50. 22:13:54 ***brady 28<40. 22:17:57 *** brady 28< 40. 22:17:58 ***v-tach. 22:18:04 ***v-fib/tach. 22:19:11 ***asystole, this alarm persisted from 22:19:11 until it was silenced at 22:24:36 at which time the 22:24:36 ***v-fib/tach alarm was generated 22:25:56 ***v-fib/tach. Note: asystole is the highest severity of ECG alarm, while asystole is active and not silenced, no other ECG alarm can be generated. 21:43:32.218 (B)(6) 2025 : sdprocess l alarm ***brady 35 <40. 21:43:32.218 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 21:43:35.187 (B)(6) 2025 : sdprocess silenced l ***brady 35 <40 alarm silenced by user. 21:43:46.312 (B)(6) 2025 : sdprocess l alarm ***brady 39 <40. 21:43:46.312 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 21:43:49.156 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 21:43:49.625 (B)(6) 2025 : sdprocess silenced l ***brady 38 <40 alarm silenced by user. 21:43:49.671 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:13:54.062 (B)(6) 2025 : sdprocess l alarm ***brady 37 <40 this alarm is in the wave review scan from the customer. 22:13:54.062 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:13:56.156 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:13:59.234 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:14:01.343 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:14:07.156 (B)(6) 2025 : sdprocess silenced l ***brady 28 <40 alarm silenced by user. 22:14:07.187 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:14:07.359 (B)(6) 2025 : sdprocess silenced l ***brady 28 <40 alarm silenced by user. 22:14:07.437 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:16:50.281 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:17:57.062 (B)(6) 2025 : sdprocess l alarm ***brady 28 <40 this alarm is in the wave review scan from the customer. 22:17:57.078 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:17:58.046 (B)(6) 2025 : sdprocess l alarm *** v-tach this alarm is in the wave review scan from the customer. 22:17:58.046 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:18:00.203 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:18:04.343 (B)(6) 2025 : sdprocess l alarm *** v-fib/tach this alarm is in the wave review scan from the customer. 22:18:04.343 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:18:29.093 (B)(6) 2025 : sdprocess silenced l *** v-fib/tach alarm silenced by user. 22:18:29.187 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:19:12.187 (B)(6) 2025 : sdprocess l alarm *** asystole this alarm is in the wave review scan from the customer. 22:19:12.187 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:20:40.453 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:21:08.828 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:21:22.671 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:21:47.734 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:21:57.750 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:22:12.796 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:24:36.312 (B)(6) 2025 : sdprocess silenced l *** asystole alarm silenced by user. 22:24:36.468 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:24:37.765 (B)(6) 2025 : sdprocess l alarm *** v-fib/tach this alarm is in the wave review scan from the customer. 22:24:37.765 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:25:01.515 (B)(6) 2025 : sdprocess silenced l *** v-fib/tach alarm silenced by user 22:25:01.718 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:25:56.765 (B)(6) 2025 : sdprocess l alarm *** v-fib/tach this alarm is in the wave review scan from the customer. 22:25:56.765 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:06.781 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:11.656 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:15.765 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:28.750 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:29.625 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:30.609 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:36.781 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:26:43.640 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:27:03.671 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:27:05.656 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:27:52.765 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:27:55.562 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:27:57.234 (B)(6) 2025 : sdprocess silenced l *** v-fib/tach alarm silenced by user. 22:27:57.468 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:28:12.703 (B)(6) 2025 : sdprocess l alarm ***brady 32 <40. 22:28:12.718 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:28:15.843 (B)(6) 2025 : sdprocess silenced l ***brady 32 <40 alarm silenced by user. 22:28:15.984 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:28:23.687 (B)(6) 2025 : sdprocess l alarm ***brady 37 <40. 22:28:23.687 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:28:44.468 (B)(6) 2025 : sdprocess silenced l ***brady 37 <40 alarm silenced by user. 22:28:44.484 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:29:26.687 (B)(6) 2025 : sdprocess l alarm *** v-tach. 22:29:26.687 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:29:27.765 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:29:38.625 (B)(6) 2025 : sdprocess silenced l *** v-tach alarm silenced by user. 22:29:38.734 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:30:58.671 (B)(6) 2025 : sdprocess l alarm *** v-tach. 22:30:58.671 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:31:06.578 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:31:07.562 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:31:09.593 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:31:10.640 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:31:22.750 (B)(6) 2025 : sdprocess silenced l *** v-tach alarm silenced by user. 22:33:55.796 (B)(6) 2025 : sdprocess l alarm *** v-tach. 22:33:55.796 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. 22:34:40.109 (B)(6) 2025 : sdprocess silenced l *** v-tach alarm silenced by user. 22:34:40.234 (B)(6) 2025 : sdprocess l red alarm sound -arrhy sound played at central station. It was determined that no product malfunction was detected. The alarms were announced as expected and silenced by the user. The customer was also advised that the piic classic sw rel n.00.xx was end of support (eos) as of (B)(6) 2016. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the patient coded due to a bradycardia event, but the staff did not hear any alarms. The customer requested assistance in retrieving the patient data from the event timeframe; however, they could not find the patient in the system. It was indicated the telemetry technician did not hear an audible alarm, though it was confirmed the monitor volume was turned down to a low setting. The tech also indicated there were no visual alarms. A nurse on a different floor saw the rhythm from a different monitor and responded. The patient did not pass away but was discharged from the hospital. Additional information regarding the investigation was not provided by the customer. Based on the limited information received, it cannot be confirmed whether a device malfunction occurred or whether the device caused or contributed to the reported event. There was no patient death; however, this event remains a serious injury due to the life-threatening nature of the arrhythmia which led to a code.